Event description:
Per the clinic, device impedance telemetry indicated an open circuit across the entire electrode array, with the exception of six channels that demonstrated very high impedance levels. The clinic further reported a progressive loss of functioning electrodes across the electrode array over time. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report, (B)(6) 2026.